Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the second inflation at 10 atmospheres for 30 second, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non- compliant balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 7mm longitudinal tear starting at the proximal balloon weld. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the second inflation at 10 atmospheres for 30 second, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non- compliant balloon catheter. No patient complications nor injuries were reported.